Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he took 25 units of insulin at 2:25 a.m. At 5:48 a.m., the customer performed a blood glucose test and obtained a hi reading (indicative of a reading above 600 mg/dl) on the contour meter. Within 5 minutes, the customer obtained a reading of 77 mg/dl on another meter. The customer had no symptoms of hyperglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The manufacturing address in section g1,2 (continued) of the initial report was captured incorrectly. Section g1,2 (continued) has been updated.

Manufacturer narrative:
The customer returned the suspected contour meter and contour test strips from lot # 9bj3b07a for evaluation. The customer also returned contour next ez meter, which was not implicated to be associated with the event. In-house testing was performed using the returned contour meter with returned contour test strips, and returned contour next ez meter with in-house contour next test strips, which gave a satisfactory performance.

Manufacturer narrative:
A device history record was reviewed for the suspected contour meter and no manufacturing anomalies were found.